Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 2 inappropriate anti-tachycardia pacing (atp) and 3 tachy shocks due to 3 episodes of atrial driven arrhythmia. There is no evidence of therapy exhaustion. The patient experienced fatigue and lightheadedness, and had medical intervention as corrective action. No additional adverse patient effects were reported.